Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to between 300 and 400 mg/dl while wearing the pod about 6 hours. The pod adhesive was reportedly not sticking well to the infusion site. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a manual dose of insulin was administered to the abdomen.

Manufacturer narrative:
The device was received with the adhesive pad attached to the bottom housing. The adhesive pad and adhesive pad's welds were inspected and no abnormalities were found. The cause of the reported adhesive pad failure could not be determined. No blood was observed in the cannula. No bends, kinks or damages were observed on the soft cannula. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run. No other damages or defects were found that would result in a failure to deliver insulin.